Manufacturer narrative:
Unit received with currents in specifications. Unit unable to prime during the prime and force system sensor test and force system sensor alarm during the basic occlusion test due to loose and protruded drive support disk. No motor error alarm. Motor passed motor test. Minor scratched lcd window, cracked near display window corners, broken reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error 3 times during normal use. The customer's blood glucose reading was 99 mg/dl at the time of incident. Troubleshooting found that the pump had an additional 3 motor error alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.